Manufacturer narrative:
Occupation: (B)(6). Complete event site name: (B)(6). Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #: (B)(4).

Event description:
It was reported that after insertion, the intra-aortic balloon (iab) could not be inflated fully. It was also noted that the cardiosave intra-aortic balloon pump (iabp) had generated an alarm. The iab was in use for one hour. A new iab was inserted to continue therapy without further issue. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. Two kink was found on the catheter near the y-fitting approximately 76.2cm and 75.7cm from the iab tip. The one-way valve was also returned. The inner lumen was observed to be occluded. The occlusion was unable to be cleared. The one-way valve was tested and it held vacuum. An underwater leak test of the balloon, catheter, y-fitting, and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cardiosave pump and the iab fully inflated and deflated. The iab then pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. The reported alarm and inflation difficulties cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid. Complaint record ID # (B)(4).